Event description:
It is reported that the customer had high blood glucose levels of over 600 mg/dl. The customer was hospitalized. Two bags of saline and twenty units of insulin were used to treat the customer of the high blood glucose levels. The customer reported multiple no delivery alarms from the insulin pump. The customer was unable to troubleshoot since the customer went to the hospital. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.